Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: it was difficult to remove the device from patient cavity. The device was locked on patient tissue after firing. The anastomotic stoma was cut open again and new pouch was created. Another device was used and the procedure was completed with no further complications. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of over 500cc. There was no extension of surgical time more than 30 minutes. There was no other reinforcement material used.